Manufacturer narrative:
Investigation summary: two photos were received and evaluated. A portion of a 3ml assembled syringe was depicted in the photos. The syringe was filled with approximately 2ml of clear liquid. Its plunger rod was observed to be bent less than half the distance from the thumb rest. No cracks or other defects were observed in the plunger rod in the photos provided. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on only the photos provided, it is difficult to evaluate the root cause of the failure. Furthermore, the product has been manipulated and the failure occurred during manipulation. Therefore, there is not sufficient information to attribute the failure to manufacturing process at this time. The reported defect was not confirmed to be attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger on a bd luer-lok¿ syringe bent in half when attempting to inject. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd luer-lok¿ syringe bent in half when attempting to inject. There was no report of exposure, serious injury or medical intervention.